Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the (B)(4). Omsc surmised there was the possibility that this phenomenon was attributed to the bending section damage of the subject device which might have been occurred by the access to the ureter or calix with the excessive force while the bending section was angulated. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found the internal metal part had been exposed from the bending section of subject device during an incoming inspection at the (B)(4). There was no report of patient injury associated with the event.